Manufacturer narrative:
E1: due to word limit, the name of facility address should be (B)(6) general medical center. No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope's focus did not align at periapsis. The issue was found during an unspecified therapeutic procedure that was completed with the same device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8,h3,h4,h6. Corrected fields : g4. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no c-ring in light guide adapter and a component failure of light guide adapter. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress problem identified (no c-ring in light guide adapter and a component failure of light guide adapter) and no device problem found (focus did not align at periapsis). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.